Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a button error alarm. The battery was replaced and received another alarm after several hours. Blood glucose value was unknown at the time of the incident. Customer was advised to discontinue the use of pump and revert to back up plan. The insulin pump will be not be returned for analysis.